Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the right ventricular lead exhibited high capture thresholds and high pacing lead impedance. The lead was capped (B)(6) 2020 and replaced. The patient was discharged.